Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the vessel. During the procedure, it was reported that the crown of the oad became stuck in the foot of the patient. The crown was able to be dislodged, however a small portion of the device remained in the patient. The patient was stable following the procedure. Additional information has been requested regarding this event, however no additional information has been received.